Event description:
It was reported that before an unknown procedure, the surgeon fired, but staple didn't all come out. Procedure was completed with same like product. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the hospital discarded the device. The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.